Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively.